Event description:
Patient reported that the device was placed in use for approximately 1 week. Reporter stated that the device catheter tore during removal from use and a 4 cm tip of the catheter remained. According to reporter the treating facility performed an MRI examination and determined no surgical device removal would be performed. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.